Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the patient end needle broke during use. No medical interventions reported.

Manufacturer narrative:
A sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6144757. Upon evaluation by qe ah, it was noted that all samples exhibited broken barrel tips and 4 of the 5 returned shields retained the barrel tip/cannula within them. Some damage was noted to the polybag itself, suggestive of either an issue during packaging on the form fill & seal or during cartonization and taping of the polyags into the shelf carton. In either issue, the force of the robotics is sufficient to cause this type of damage. Actual root cause unable to be determined beyond this at this time. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.